Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17019. It was reported that the patient¿s therapy strength is decreasing on its own due to high impedance. X-ray confirmed lead migration. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted and replaced with new leads to address the issue. Reportedly, therapy was confirmed post op.

Event description:
Both leads were explanted and only single lead was implanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.